Manufacturer narrative:
Additional information was requested but was not available.

Event description:
It was reported that noise leading to oversensing was observed on the right atrial (ra) lead. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences. Related manufacturer reference number: 2017865-2021-28653.